Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6, h11. A getinge field service engineer (fse) evaluated the unit and found unit slightly out of the cart. Enough to activate the check valve, but not in far enough to create a good seal. The fse properly reseated and found no leaking. The issue was determined to be an operator error. The fse spoke with biomed contact and ensured proper education was scheduled for staff. No issues found, device passed leak test and operated with no issues on system trainer. Ready for patient use. Unit was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) helium was leaking. No harm or injury reported

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit and found unit slightly out of the cart. Close enough to open the check valve, but not in far enough to create a good seal. The fse properly reseated and found not leaking. Issue determined to be operator error. Spoke with biomed contact and ensured proper education was scheduled for staff. No issues found, device passed leak test and operated with no issues on system trainer. Ready for patient use. Unit was returned to customer.